Manufacturer narrative:
Device eval by manufacturer:returned product consisted of a jetstream xc-2.4 atherectomy catheter. Visual inspection showed no damage on the catheter shaft device. The functionality of the device could not be tested due to the baton and the electrical connector being cut from the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device blades lost rotation. A 2.4mm jetstream xc atherectomy catheter was selected for use in a procedure in the superficial femoral artery (sfa). The target lesion was noted to be very calcified. During the procedure, the physician observed that the device was not spinning at the appropriate speed. As the device went through the lesion, the blades were spinning slowly. The device was then removed from the patient, and a new device was used to complete the procedure. The patient was fine throughout the procedure and no complications were reported.